Event description:
It was reported that the patient was undergoing generator replacement due to an increase in seizures. The physician believed the increase in seizures was due to generator battery status being at "near end of service." The patient's generator was replaced. The explant facility does not return explanted products. No additional information has been received to date.

Event description:
The physician reported that the seizure frequency was above pre-vns baseline, and that there were no external factors that could have contributed to the increase in seizures. No additional relevant information has been received to date.